Event description:
Boston scientific received information that this product was part of a system that was suspected to have a patient infection. The implant location was red and hot to the touch. Information was later received that this device was electively explanted. No adverse patient effects were noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.